Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department for an unspecified reason. It was reported there was no patient involvement. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen responded and could be calibrated; however, the keys were out of alignment. During a review of the device history touchscreen: fail and button ID: invalid errors were noted. The probable cause was due to dry contamination found on the bottom of the touchscreen caused by fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.